Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the adhesive skin irritation and doctor's visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was itchy with eczema. The dermatologist was visited, who diagnosed the patient with contact allergic dermatitis and provided (adrenal cortex hormone cream) to soothe the skin.